Event description:
Pt had nasogastric (ng) tube in place. Enteral feeding (et) tube was placed and x-ray done to verify proper placement. The ng tube was later removed and feeding was initiated via the et tube. Pt began to show signs of respiratory distress. Repeat x-ray showed et tube was in the lung. Et tube was removed and emergency bronchoscopy performed. Pt was hypoxic and severely congested. Pt expired three days later.